Event description:
The date of event is unknown. Customer reported the nurse went into the patient's room and found insulin dripping out at an unspecified connection point in the tubing. The nurse put a piece of tape on the tubing where she saw the leaking. Although requested, no patient or further event information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.